Event description:
Physician was attempting to treat a lesion using resolute integrity. It was reported that during stent deployment the balloon burst at 9atm, the balloon was inflated to 9atm, the gauge needle did not stay at 9atm. Physician then took out the balloon and upon inspection noted a pin-size hole on the balloon. A non-compliant balloon 3.5 x 20 was used to fully expand the under deployed resolute stent.

Manufacturer narrative:
Results: based on the information available no root cause can be determined, balloon burst, no device received for evaluation. Conclusion: device or cine images not returned, based on the information available no root cause can be determined, balloon burst. (B)(4).